Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer advised that he was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the device will be placed back into service for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was not able to shock during testing. There was no patient use associated with the reported event.